Event description:
It was reported that the magnet of a mobile MRI system violently quenched into the exam room, damaging the roof of the mobile trailer and littering the exam room with "aluminum confetti." The issue occurred in the evening, after the customer was finished scanning for the day. Therefore, there was no one in the exam room when the quench occurred and no one was injured. The issue was discovered by the truck driver when he arrived on site to transport the mobile MRI to the next facility. Two days prior to the incident (2007), a siemens service engineer was on-site and noted that the pressure gauge had an unusually low reading. Consequently, siemens service requested on the following morning, for the magnet manufacturer to visit the site to check the low pressure reading. Unfortunately, the reported quench occurred before a representative from the magnet manufacturer could arrange to go on-site.

Manufacturer narrative:
Following the incident, the magnet was damaged beyond repair, and therefore a complete investigation will only be possible once we have returned the system to our manufacturing facility. However, the findings to date indicate that air had entered the cooling vessel of the magnet and had condensed, forming a layer of ice over the quench vent. As a result, the system could not quench normally and the helium escaped via a secondary vent (podo plate). Although, the helium escaped into the exam room, the presence of this vent prevented a more serious explosion of the magnet. Since this incident occurred with a mobile MRI system, the "initial reporter" reflects the manager of the mobile MRI system. However, it should be noted that the mobile MRI system was located at the following facility at the time of the event: hospital.